Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occur while the customer is sleeping. The customer does not hear the alarms while sleeping, which as result, the customer experienced an elevated blood glucose level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. No additional information was provided. The customer declined to troubleshoot with tandem technical support.